Manufacturer narrative:
(B)(4) the device was returned to baxter, and the evaluation is complete. This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. The homechoice device received a returned instrument testing evaluation. This evaluation included an internal/external visual inspection and the device passed. Electrical, functional and current-leakage testing were performed and revealed non-conforming product that could have caused or contributed to the reported problem. The cause of the reported problem was determined to be a malfunctioning pump assembly due to fluid intrusion. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed earth-leakage testing. Device failed during evaluation, no patient involved. No additional information is available.